Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was firing over the cystic artery. He clipped and the device got stuck on the artery. The artery was tore while attempting to remove it. A new device was pulled and used to complete the procedure.

Manufacturer narrative:
Date sent: 08/26/2009. Damaged antibackup. Evaluation summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. In addition the device was disassembled to verify the condition of the internal components and the ratchet pawl was found to be worn out causing the anti-backup failure. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". A batch record review was performed and no anomalies were found during the manufacturing process.